Manufacturer narrative:
(B)(4). Date sent: 01/18/2016. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, the harmonic tested normally and worked fine for its first activation on the case. It is unknown what type of tissue the instrument was being used on at that time or on the subsequent activation. The second activation, there was a clear issue with the "white pad" and part of it fell off. It was retrieved and placed in a specimen cup. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): batch # m92390. The device was returned with the tissue pad damaged, melted, and a small portion was returned. The tissue pad was not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch record was reviewed and no anomalies were noted during the manufacturing process.